Event description:
The customer reported that the defibrillator failed to discharge. The users switched to a different defibrillator to deliver therapy. There was no impact to the pt.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.